Manufacturer narrative:
The following sections were updated/corrected/added: b4, d1, d4, g3, g6, h2, h4, and h11. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient experienced heart block when placing the guidewire. The patient was paced off the wire for the duration of procedure. The valve was deployed in a favorable position. Following deployment, the wire remained across the valve, and ep was called. They subsequently implanted a permanent pacemaker successfully. Multiplanar reconstruction (mpr) echocardiographic guidance was utilized. Patient was stable after procedure with no other issues noted.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for delivery system and/or guidewire interacts with conduction system was confirmed with empirical evidence through information provided by an edwards field clinical specialist. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Excessive movement during advancement or placement of the guidewire may result in interactions with vasculature or cardiac structures leading to conduction disturbances. Therefore, available information suggests that operational context (guidewire interaction with cardiac structures and pre-existing patient factors) is a contributing factor to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.